Manufacturer narrative:
(B)(4). Initial report: additional information, including photos the device, confirmation of the lot code, how is the patient doing post op and operative notes has been requested and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix broach became stuck in femoral canal. Alternative surgical procedure needed to remove it, leading to surgery being significantly extended.

Manufacturer narrative:
(B)(4) final report: additional information including operative notes was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records met the correct specifications at the time of manufacture. The reported broach was returned for examination, and it showed clear signs of wear and tear in general and around the spigot. The reported device had been in use for nearly 5 years and due to the damage observed on the spigot area which engages with the broach handle for extraction, it has been concluded that the root cause of this event wear and tear. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.